Event description:
During stereotaxic biopsy procedure, drill bit was being used via hand drill. Drill bit broke approx. 1" from tip. Incision had to be extended to find tip which was lodged in scalp.